Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had replace battery now alarm. The customer¿s blood glucose level was 65 mg/dl at time of incident. The customer was treated with crackers and peanut butter. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. It was reported that the front of the pump little plastic ring on top of the insulin pump and rubber liner of the plastic ring was separated. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and selftest. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 alarms or pump error 24 alarms noted in the pump trace download. No unexpected low battery alerts, replace battery alerts or replace battery now alarms noted during testing or in the pump trace download. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No lost sensor alarms noted during testing. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with corroded battery tube.